Event description:
Healthcare professional (hcp) reports patient with peritonitis episode. Patient noted to have cloudy effluent, abdominal pain and shaking chills. Patient was hospitalized for 3 days. The patient was treated with intraperitoneal (ip) cefazolin 500mg/l, loading dose and cefazolin 125mg/l, maintenance dose for 14 days. Additional oral antibiotics were prescribed for 14 days. (Medication and dosage unknown) hcp verbalized that reported incident may be attributed to user error, as spouse of home patient reports that the patient does not perform peritoneal dialysis per procedure, hcp reports patient has recovered.